Manufacturer narrative:
Concomitant medical products: tyrx-aae envelope implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the crt-d system had been implanted with a antibacterial absorbable envelope.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection. It was noted that the incision had not healed quite right. Cultures were taken and antibiotic treatment was needed. No further patient complications have been reported as a result of this event.